Event description:
The user reported the device alarmed "error u" as intended when the device was in use. Biomed determined that the unit was found to have a faulty follower housing. There was no patient consequence.